Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test after using an old battery. However, troubleshooting did not occur for the failed battery test. The insulin pump was not returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range.

Event description:
Aware date is changed to (B)(4) 2017 for svn (B)(4).